Manufacturer narrative:
Additional information was received that the patient was administered 1 liter of 0.9 nacl (sodium chloride) intravenously for the dural puncture.

Event description:
A report was received that during a trial implant procedure, the physician punctured the dura. The patient experienced a headache as a result of the dura puncture. The patient was treated with fluids and analgesics. The event was assessed as being related to the device and procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a trial implant procedure, the physician punctured the dura. The patient experienced a headache as a result of the dura puncture. The patient was treated with fluids and analgesics. The event was assessed as being related to the device and procedure.